Event description:
The user facility reported that during an esophagogastroduodenoscopy they experienced image difficulties. The user facility reported that the "photo was unclear with multicolored lines across" and some of these occurrences of this phenomenon were said to have occurred during procedures. The user facility returned a sample photograph of the phenomenon, in which there appeared to have been a loss of recognizable image. The endoscope was said to work fine at the start of the procedure, but was later malfunctioning. No further info provided.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional info, but no further info provided. The device referenced in this report was returned to olympus for eval. The eval confirmed the users report of image difficulty. The image was completely lost after having been operated for two hrs. There was evidence of fluid invasion and corrosion inside the endoscope connector, which likely damaged the charged couple device and caused the image difficulty. As the device passed leak testing, it appears that fluid invasion was related to user handling. The device has been serviced and it was returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.